Event description:
The ICD was implanted on (B)(6) 2021. Reportedly, noise oversensing on the ventricular channel was observed post-implantation procedure when performing sensing tests in the operation room. Intermittent detection of ventricular events was observed when programming the ventricular sensitivity at 1.2mv. Therefore, the ventricular sensitivity was reprogrammed at 0.4mv, which could explain the noise oversensing.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The ICD was implanted on (B)(6) 2021. Reportedly, noise oversensing on the ventricular channel was observed post-implantation procedure when performing sensing tests in the operation room. Intermittent detection of ventricular events was observed when programming the ventricular sensitivity at 1.2mv. Therefore, the ventricular sensitivity was reprogrammed at 0.4mv, which could explain the noise oversensing.